Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive troponin result when processing on the architect i2000sr. The initial result was 0.51 and the retest result was 0.01, for sid (B)(4). The sample was retested on another architect instrument and generated a result of 0.00. No impact to patient management was reported.

Manufacturer narrative:
On 15jan2020, the suspect medical device list number was updated from 02k41-27 to 02k41-37. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 45889un19, testing with a retained kit of the likely cause reagent lot, a review of device history, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to falsely elevated results. Using worldwide data the historical performance of reagent lot 45889un19 was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median results were analyzed and found no significant difference in performance compared to historical performance. This review did find depressed calibrator f median values, therefore accuracy testing was performed with reagent lot 45889un19, to further evaluate the assay's performance. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, indicating acceptable product performance. A device history record review was performed on reagent lot 45889un19, which did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.